Manufacturer narrative:
It was reported that a (B)(6) year old male patient has been using foley catheters for chronic issues with urinary retention and experienced four issues in one week with the catheter dislodging and requiring replacement (this is report 3:4). The patient initially had the catheter placed on (B)(6) 2021 and it was noted on (B)(6) 2021 that the catheter dislodged with a deflated balloon. There was reportedly no inadvertent force applied to or against the catheter during use. A new catheter was placed without further incident. The patient is reportedly doing well at this time. The sample was discarded and not returned to the manufacturer for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the foley catheter kept slipping out of place requiring the catheter to be completely removed and replaced with a new catheter.